Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported clip movement appears to be due to challenging patient anatomy. Additionally, the reported mitral regurgitation (mr), dyspnea and edema was cascading events of the clip movement. The reported patient effects of mr, dyspnea and edema are included in the instructions for use as known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling. The additional procedure clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement, worsening mitral regurgitation, medical intervention, and prolonged hospitalization, it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. On (B)(6) 2021, one xtw clip was implanted, reducing mr to 1. The next day, imaging showed positive results and the patient was discharged. Then on (B)(6) 2021, the patient was re-admitted for shortness of breath and water in the body. Imaging showed the clip moving while on the leaflets, worsening mr to 4. On (B)(6) 2021, the patient underwent a second clip procedure. Two additional clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.